Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malplaced essure coil'), pelvic pain ('pelvic pain') and cyst ('cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test.". The patient's medical history included abdominal pain lower, panic attack, sinusitis, nephrolithiasis, hyperventilation, renal colic, oligomenorrhoea and pelvic adhesions. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant) and urinary tract pain ("urinary pain"). The patient was treated with hydrocodone, sertraline hydrochloride (zoloft) and surgery (abdominal supracervical hysterectomy with bilateral salpingectomy and right oophorectomy, total hysterectomy (uterus and cervix removed) and cyst removal on ovary). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, cyst, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, nausea and urinary tract pain outcome was unknown and the pelvic pain and dyspareunia had resolved. The reporter considered bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, urinary tract pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted on essure insertion date (B)(6) 2008 and removal date (B)(6) 2019 as per pif. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation,cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: mr received. Reporter information, other relevant history,auto-narrative supplement added. Event: "malplacement of essure coils" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malplaced essure coil'), pelvic pain ('pelvic pain') and cyst ('cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test.". The patient's medical history included abdominal pain lower, panic attack, sinusitis, nephrolithiasis, hyperventilation, renal colic, oligomenorrhoea and pelvic adhesions. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant) and urinary tract pain ("urinary pain"). The patient was treated with hydrocodone, sertraline hydrochloride (zoloft) and surgery (abdominal supracervical hysterectomy with bilateral salpingectomy and right oophorectomy, total hysterectomy (uterus and cervix removed) and cyst removal on ovary). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, cyst, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, nausea and urinary tract pain outcome was unknown and the pelvic pain and dyspareunia had resolved. The reporter considered bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, urinary tract pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted on essure insertion date (B)(6) 2008 and removal date (B)(6) 2019 as per pif. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation,cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cyst ('cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test.". In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant) and urinary tract pain ("urinary pain"). The patient was treated with hydrocodone, sertraline hydrochloride (zoloft) and surgery (total hysterectomy (uterus and cervix removed) and cyst removal on ovary). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dyspareunia had resolved and the cyst, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, nausea and urinary tract pain outcome was unknown. The reporter considered bladder disorder, cyst, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, urinary tract pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs was received. New events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), uti, apareunia, bladder or urinary problems or changes, dysmenorrhea, dyspareunia, nausea, urinary pain, cysts, she did not undergo essure confirmation test were added. Date of removal was added. Lawyer was added. Date of insertion updated. Treatment drugs were added. Events outcome were added. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.